Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, (B)(6) 2022. Device manufacture date is unknown. The device serial or lot number is unknown. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that the robotic-assisted solution satellite station device had inaccuracies with the distal femur cut resulting in under resection of between 1 and 4mm. It was reported that the issue was observed when measuring the cuts with calipers confirming with pointer after cuts were made. It was reported that there was a slight delay in the procedure. It was reported that the device was being used with a robotic assisted base station. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the returned device was evaluated and the reported condition was not confirmed. It was found that no issues nor anomalies were found and the system was operating properly and accurately. No defects or failures were found. The assignable root cause could not determined.